Event description:
It was reported that high capture threshold was noted on the right ventricular (rv) lead. Subsequently, the lead was capped and replaced. The patient was stable with no adverse health consequences.